Event description:
The complainant reported that in 2009, the clinicians were performing the implant of an obtryx sling system-halo in a female patient with urinary incontinence. When the clinicians were passing the trocar, the patient experienced excessive bleeding on the right and left sides. There was approximately 300ccs of blood lost. They placed a polysorb suture on each side to stop the bleeding and packed the patient's vagina with packing. The procedure was completed with this device. The complainant reported that the patient did not suffer any serious injury and that her condition is "fine".

Manufacturer narrative:
The lot number is not know; therefore, the device manufacture date and expiration date cannot be determined. The complainant reported that the device will not be returned for evaluation as it remains implanted in the patient; therefore, a failure analysis is not available. If there is any further relevant information from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event.